Event description:
A past high blood glucose event was reported by the customer, but the specific highest value was unknown and displayed as "high." The customer looked up online advice about turning off a feature called control-iq for help but was informed by technical support that this would prevent the pump from providing automatic boluses. The customer understood and acknowledged there was nothing wrong with the pump.